Event description:
It was reported that the patient presented to the clinic with recurring incontinence. The physician scoped the patient and cycled the artificial urinary sphincter (aus) implant device and determined that the cuff was not fully occluding. The most likely/suspected cause of the recurring incontinence was the cuff size was too large. The physician removed and replaced the device through replacement surgery, and by measuring and downsizing the cuff to the correct measurement to fit correctly. There were no further signs or symptoms reported.

Manufacturer narrative:
H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use. D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient presented to the clinic with recurring incontinence. The physician scoped the patient and cycled the artificial urinary sphincter (aus) implant device and determined that the cuff was not fully occluding. The physician removed and replaced the device through replacement surgery, and by measuring and downsizing the cuff to the correct measurement. There were no further signs or symptoms reported.

Manufacturer narrative:
H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use. D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4).